Event description:
Event description boston scientific received information from the sales representative (sr) that this chronic right ventricular lead displayed increased threshold measurements and was unable to capture the myocardium. The sr inquired whether there were any issues with these leads. No related patient symptoms were reported, the patient was conducting normal intrinsic activity, and the sr was calling after the patient had already left the clinic. The patient will return for follow-up in one month.